Manufacturer narrative:
On 4/8/2020, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation was performed for the finished device 5746062 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture. On 4/20/2020, during visual evaluation, an anomaly was observed on both views of the device consistent with a crease/fold. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot number 5746062 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 525 cc and suffered from deflation on the right side and bilateral capsular contracture and asymmetry. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 685 cc on (B)(6) 2020. This medwatch is for the left breast implant.